Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 514 mg/dl. The customer removed her infusion set and found that the cannula was missing. The customer treated the high blood glucose with a 7-unit injection of humalog. Troubleshooting for the high blood glucose was declined since the customer already knew that the missing cannula was the cause. No products were returned or replaced.